Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient is recovering well. Product will be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about 2 years ago prior to the date the manufacturer became aware. The returned ipg was analyzed and exhibited normal characteristics during the visual and functional examination. The time until end-of-service (eos) in seconds was approximately 3.4 years, and no end-of-service message was received. With all the available information, boston scientific concludes that the allegation of ipg is no longer functioning as intended and reached end of life was not confirmed with testing of the product return. The implantable pulse generator (ipg) exhibited normal characteristics during the visual and functional examination. The time until end-of-service (eos) in seconds was approximately 3.4 years, and no end-of-service message was received. Therefore, this investigation is assigned a probable cause of no problem detected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about 2 years ago prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient is recovering well. Product will be returned.